Event description:
It was reported that the user received an alert 38 indicating a motor stall, consistent with a consecutive stalled motor event on the insulin delivery component. No reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included technical support guidance to restart the device and perform a dry run. Investigation of this case revealed that the event could not be confirmed because the recommended troubleshooting was not performed at the time of the call. It was concluded that the cause was undetermined due to insufficient information to reproduce or verify the reported motor stall.